Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for malfunction alarm 0: it was reported that malfunction alarm 0 occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse effect.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.